Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found that the selector valve autosampler connector was stripped. He replaced the selector valve and verified calibration and controls, which were all within specifications. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low hemoglobin result was obtained on one sample on the advia 2120i with daa autosampler system. The sample was flagged by the system. The discordant result was reported to the physician, who questioned the result. The sample was repeated on the same system and result was as expected. The rerun result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant low hemoglobin result.